Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer received questionable ion selective electrode (ise) potassium and chloride results for one patient sample. The initial results were potassium 33 meq/l and chloride 140 meq/l. These results were reported out of the laboratory. The laboratory received an inquiry from a doctor so the sample was repeated. The repeat results were potassium 35 meq/l and chloride 150 meq/l. The customer performed calibration two times but they failed with an error. The customer exchanged the internal standard solution and diluent and performed another calibration and controls. These results were acceptable. The sample was repeated again and the results were potassium 3.7 meq/l and chloride 108 meq/l. These results were reported outside the laboratory. The patient was not adversely affected. The suspect internal standard solution and diluent was submitted for investigation and tested. The potassium and chloride results for the solution were found to be increased by about 30 mmol/l. Based on this, the root cause was most probably contamination of the ise diluent by the reference solution. This likely happened while the customer was performing a bottle changeover. As the instrument was working within specification after the solution was replaced, a operator handling issue was determined to be the root cause.